Event description:
A caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the error code did not reappear, allowing the customer to successfully start their sensor session.